Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted with resetting the pump by technical support, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to contact support if the issue reappears.